Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a crack in the battery compartment with evidence of moisture damage. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/24/2013 with the following findings: the pump battery compartment was found to be cracked from the threads to the case seal. The battery compartment was examined and found that corrosion was present. A pump leak test was performed and the pump was found to be leaking from the battery compartment. (B)(4).